Event description:
It was reported that a patient underwent an atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that after the procedure, a pericardial effusion was noticed. They reported there were no visible signs on the patient during the procedure. The pericardial effusion was discovered during a standard check after the procedure was completed. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and 150cc of fluid was removed. The patient was in stable condition. The physician did not mention what they thought may have caused the pericardial effusion. Additional information was received. Physician said he was unsure of the cause of the adverse event. Outcome was fully recovered. Relevant tests/laboratory data- none. Other relevant history- none. Transseptal puncture performed with a baylis versacross. No evidence of steam pop. Normal flow settings for smarttouch sf was used for the irrigated catheter. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. All force visualization features were used. Visitag module was used, parameters for stability used were 2mm, 7s, 5g, 25%. No additional filter used with the visitag. Tag index and total time was used.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 14-apr-2023. The device evaluation was completed on 18-apr-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The physician did not mention what they thought may have caused the pericardial effusion. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).